Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient was experiencing numbness in her left hand. X-rays revealed the cervical lead had migrated. Subsequently, the patient underwent surgical intervention during which time, the physician was unable to advance the lead into the desired area. In turn, the physician decided to explant the lead.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing